Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery (vats) wedge resection procedure, there was lo ading difficulty with one of the purple reloads. While stapling the lung, using another purple reload, it fired past the staple line, which caused slight bleeding in the tissue. This reload did not fully open either. Additionally, a reinforced black reload had loading difficulty and could not be removed from the adapter. To resolve the issue, a manual handle and reload were used.

Manufacturer narrative:
Additional information: b5, d10, g3 correction: d1 (unique identifier (UDI) #) d10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was partially fired. The loading unit had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. The anvil was bowed. Functionally, the jaws opened completely. It was reported that there was staple line bleeding. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The bowed anvil and deformed clamping mechanism may occur if: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. It was also reported that the jaws could not be opened completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: 1. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. 2. Select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery (vats) wedge resection procedure, there was a loading difficulty with two reloads. While stapling the lung, the device fired past the staple line, which caused slight bleeding in the tissue. This reload did not fully open as well. In one of the reload, it could not be removed from the adapter. To resolve the issue, a manual handle and reload were used.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: (B)(6)) unknown egia su, unknown endo gia sulu, (lot #unknown) sigphandle, sig power sigphandle handle, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic surgery (vats) wedge resection procedure, there was a loading difficulty with the reloads. While stapling the lung, the device fired past the staple line, which caused slight bleeding in the tissue. The reload did not fully open as well. Some of the reloads were left with the adapter. To resolve the issue, a manual handle and reload were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.